Event description:
Customer reported she went to the emergency room on (B)(6) 2014 because she could not control her blood glucose. She had high blood glucose and tried treating with the insulin pump, but her blood glucose would not go down. Customer changed her insertion site but she was still high. Customer reverted to manual injections and was taken to the emergency room. Customer's blood glucose was 400 mg/dl when admitted. She was vomiting and had diabetic ketoacidosis. Customer was able to lower her blood glucose and was released. She has not had any issues since. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).